Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple non-sustained episodes of oversensing of noise on the right ventricular (rv) channel. High out of range pacing impedance measurements as well as loss of capture were also observed on the rv channel. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.